Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 5.1 inr. The corresponding lab result reported was 3.56 inr. The pt's warfarin was adjusted. The reporter declined product replacement.

Manufacturer narrative:
The reporter declined product replacement and is going to perform a precision study. Two pt's were tested on the device, one of which has lupus anticoagulant syndrome- a limitation to the device. One pt's results fell within acceptable limits and the other did not. It is unk which pt is which.